Event description:
It was reported that this inflatable penile prosthesis (ipp) no longer inflated the left cylinder. Therefore, the patient underwent a surgical intervention to remove and replace the device. During surgery, a hole and air bubbles were confirmed in the left cylinder. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) no longer inflated the left cylinder. Therefore, the patient underwent a surgical intervention to remove and replace the device. During surgery, a hole and air bubbles were confirmed in the left cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually inspected, microscopically examined. Both cylinders had wear at folds in the proximal cylinder bodies. Both cylinders had a hole from avulsion as a result of wear against the tubing. The pump was visually inspected, microscopically examined, and leak tested. No leak was found; however, it did not pass the valve deactivation and deflation testing. Product analysis confirmed the reported clinical observation as the identified pump and cylinder anomalies are likely to have affected device performance.